Event description:
It was reported when the needle was set in the equipment, there was a gap between the cannula and the stylet that made it difficult to collect the tissue sample. The device was used on the patient. There was no reported injury to the patient.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was returned for evaluation. The device was visually inspected and no defects were found. The needle was placed in a driver and it was immediately noticed that the sample notch was exposed. It was exposed in both the fired and cocked position. During the course of the investigation, it was discovered that the stylet was loose within the hub - free to move back and forth within the hub. Further investigation revealed a void within the hub. At this time, it is unknown if the void is the actual root cause or a contributing factor to this event; therefore, the definitive root cause is unknown.